Event description:
It was reported that the compressor could not be turned on. Trouble shooting identified the compressor motor as defective. There was no pt involvement. (B)(4).

Manufacturer narrative:
Service technician has been on site for troubleshooting. A supplemental medwatch will be provided when the investigation has been finalized. (B)(4).